Event description:
The pt had an implant removed due to device failure in 1998. At that time a new device was placed. When the pt attempted to use the implant he received only non-auditory sensations. At that time it was determined that the array of the device had not been correctly placed in the cochlea. Another surgery was done. The implant was removed and the surgeon implanted a new device. The surgery was reportedly quite difficult and long. The pt reportedly was in a coma after the surgery. He is now conscious and has been released from the hospital. No specific dates have been provided. Follow-up info has been requested.